Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed and it could not be determined if the device was manufactured within the bounding time period of the field action us FDA # z-1272-2019. Additional information was requested and the following was obtained: what were the indications for surgery? Colovaginal fistula. What was the initial surgical procedure performed? Exploratory laparotomy with colon resection. Were there any issues experienced with the device in the initial surgical procedure? None reported. What healthcare professional fired the device and what is his/her experience with the device? An attending general surgeon with experience fired the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown/unreported. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown/unreported. Was the device difficult to close? Unknown/unreported. Was the device difficult to fire? Unknown/unreported. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown/unreported. Were the donuts inspected? If so, please describe. Unknown/unreported. Was a complete transection of the white breakaway washer visually confirmed? Unknown/unreported. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No issues noted or reported was a leak test performed? If so, what type and what was the result? Unknown/unreported. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown/unreported. How many days postoperative was the patient readmitted? Patient was discharged prior to revision surgery. What was the date of the initial surgery and the date of the reoperation? Initial surgery (B)(6) 2019, revision (B)(6) 2019. What was the reason for the readmission? Revision was for anastomosis leak, patient was never discharged and therefore never re-admitted. What was the reason for the bowel resection and colostomy? Colovaginal fistula were there any issues noted with staple formation at any point throughout the care of the patient? None noted in chart. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Unknown. Is the colostomy temporary or permanent? Unknown. What is the current status of the patient? Patient was discharged to inpatient rehab on (B)(6), then discharged from rehab on (B)(6). No further admissions were related to this event. (B)(4).